Manufacturer narrative:
(B)(4). Concomitant med products and therapy dates: motor device, attachment devices, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cutter device could not be inserted into the attachment device. It was further determined that the device failed pretest for temperature and cutter insertion. It was noted in the service order that during a demonstration run prior to a craniotomy surgical procedure, it was discovered that the motor device heated up. It was further reported that the attachment devices were not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.